Event description:
It was reported that an end of service (eos) condition was missed. No alarms were heard. The patient did not have any issues that the hcp was aware of. There were no symptoms. It was noted end of battery life; battery depletion normal. It was noted there was no injury. It was indicated that the guardian of the patient wanted to maximize oral medication prior to considering replacing the pump. The pump was delivering lioresal.

Manufacturer narrative:
Catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
(B)(4).